Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The complainant reported a patient developing limb ischemia in the impella inserted extremity. As a result, a fem-fem bypass was completed. Additionally, the pump was found to be malpositioned under echocardiogram imagery. The pump was removed, rewired, and re-inserted, however, optimal positioning could not be achieved. The pump was removed and replaced.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.